Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having a lead revision due to suspecting that the right ventricular (rv) lead had moved into the left ventricular (lv) chamber of the heart one day post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.